Event description:
It was reported that customer accidentally delivered too much insulin by using override feature on pump and later experienced low blood glucose of 2.7 mmol/l. Customer treated low blood glucose by consuming glucose tablets. Technical support advised customer to always follow prompts on pump screen, to continue monitoring blood glucose, and to contact healthcare provider for additional support as needed; no device return or replacement was arranged and no further outcome information was received.